Event description:
It was reported that during a laparoscopic left lower lobectomy procedure, when the leak test was performed, a leak was confirmed; therefore, the device was fired to recover. The device could be fired properly at the first firing. When the doctor grasped the firing trigger at the second firing with reinforcement product (neoveil), a sound that something was broken was heard. The doctor grasped the firing trigger as-is, but the device could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell. The home patient (hp) stated she was connected at the time of the alarm. The hp did not observe any leaks or disconnection. The baxter technical service representative (tsr) instructed the hp to start over with new supplies and explained proper set-up and disconnect procedures. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the hp regarding the reported issue. The hp stated she could not find anything wrong with her supplies that would have attributed to the alarm. The hp stated the battery was getting low on the homechoice, which she feels was the cause of the alarm. The patient stated she received a new homechoice and has had no further problems. No patient injury or medical intervention was reported. The sample was discarded and lot number was unknown.